Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies and ultimately reverted to an alternate method of insulin delivery. Customer's blood glucose (bg) level was 488 mg/d with ketones that were identified as life threatening by a healthcare provider. On (B)(6) 2026, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged on (B)(6) 2026.